Manufacturer narrative:
(B)(4): eval results: (severe calcification/ 99% stenosis). (Force used/ incorrect technique used during device removal). (Stent dislodgement). (Device not available for eval). Conclusion results: (severe calcification/ 99% stenosis). (Force used/ incorrect technique used during device removal).

Event description:
An integrity rapid exchange (rx) coronary stent was being used for treatment of a severely calcified 99% stenosed lesion in the mid lad. The physician made multiple attempts to cross the lesion with the integrity rx stent and force was used. The physician was unable to deploy the stent and as the delivery system was withdrawn into the guide catheter the stent dislodged in the left main. The guide catheter was not coxial when pulling the undeployed stent into the guide. The physician was unable to remove the dislodged stent and it was pulled back with a wire and a trapping balloon into the descending aorta. The device was inspected prior to use with no issues noted. Pre-dilation was performed and lesion exhibited 70% stenosis post dilation. The pt is reported to be doing well post procedure and no add'l clinical sequelae were reported.